Event description:
It was reported that the 9600 system locked up after boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery pack was replaced during the service call.